Event description:
The customer reported being hospitalized due to urinary tract infection and diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. Troubleshooting was performed. Reviewed the alarm history and found several auto off alarms. Ran a fixed prime and high pressure test and they passed. The customer mentioned having bent cannulas. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.